Event description:
The following has been reported: biomed reported: "pump problem no active infusion stopped or any patient harm reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sticky fva pins. The secondary and outlet pins were dragging and difficult to actuate prior to a cleaning. Once cleaned the pump was able to complete a mock infusion. The loading pins too were dragging and required cleaning for proper actuation. The lcd was found to have internally damaged screw mounts. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.